Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin breakdown, exposing the device. Additional information has been requested but it has not been made available as of the date of this report.